Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The field service engineer (fse) inspected the device onsite and identified that the actual issue was for touchscreen not working. The issue was verified. It was found during inspection that sticker for labeling was pasted partially on the touch panel. The sticker was removed and the nursing staff was instructed not to stick any kind of materials or things on the touchscreen. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator was returned back to service.